Event description:
A graft was taken from the pt's right thigh and placed in the mesher. The mesher shredded the graft into small strips and the graft could not be used. A second graft was taken from the pt's right thigh.